Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hypoglycemia. Customer¿s blood glucose level was 52 mg/dl at the time of incident and current blood glucose level was 79 mg/dl. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. The customer did not "experiences" any symptoms related to the low blood glucose. The customer had using the insulin pump system within 48 hours of reported low blood glucose. Based on customer reports customer does not allege the insulin pump was over delivery. The customer was treated with glucose. The insulin pump will not be returned for analysis.